Event description:
It was reported that the burr became stuck in the lesion. The 60-70% stenosed target lesion was located in the calcified and none tortuous lesion. A 1.50mm rotapro was selected for atherectomy procedure. The device target speed was 160,000rpm. During preparation out of body testing, the rotation speed on console was 240,000rpm and the device sound like it was running slower than what was being displayed on the console. The rotation speed was turn it down to 160,000rpm and the audio sound was more consistent with 110,000rpm. A pecking motion was used for advancement and rotapro was advanced into the lesion. During first pass, the burr rotation speed dropped immediately and the device stalled. Then, the burr was entrapped in the left main artery until dynaglide mode was activated and used to dislodge. After 5 minutes of letting the patient rest, the rotation speed set to 240,000rpm where the sound was more consistent with 160,000rpm. The procedure was completed successfully with this device. There were no patient complications and the patient was stable post procedure.